Manufacturer narrative:
Lens not returned. (B)(4). Method: work order search. Result: a lens work order search was performed and no similar complaints were found. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -13.5 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The patient experienced elevated intraocular pressure (up to 25mmhg). The lens was exchanged for a shorter lens and the problem was resolved.